Event description:
It was reported that the patient experienced recurrent early morning and work-related hypoglycemia while using the ilet bionic pancreas, with a documented low of 54 mg/dl and approximately one hour spent below range; the patient attributed episodes to increased physical activity, and customer support provided troubleshooting and education on treating lows and coordinating meal announcements and targets with the clinician. Symptoms included shakiness, sweating, and feeling hot. Outcomes included self-treatment with oral glucose (orange juice) without assistance, no alarms reported, and no medical intervention or hospitalization. Investigation included complaint handling with user interview and troubleshooting. Investigation of this case revealed no device malfunction reported and that patient-specific factors such as activity and ongoing adaptation to the system could contribute. It was concluded that the event involved hypoglycemia with an unclear cause and that user education and ongoing clinical follow-up were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.